Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited biv trigger pacing due to oversensing on the left ventricular (lv) channel. There was loss of capture on the left ventricular lead. The device remains in service. No adverse patient effects were reported.